Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported dark image and spare lamp indicator lit, main lamp burnt out during a diagnostic colonoscopy procedure involving an olympus xenon light source. There were no reports of patient harm.